Manufacturer narrative:
Complaint no:(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified intraperitoneal antibiotics (drug, dose, frequency, and duration not reported). Three days after admission, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.